Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/26/2018. The product support troubleshot the issue with the customer over the phone. Therefore, the reported condition cannot be verified. The customer was advised to replace the graphical user interface (gui) assembly. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.

Event description:
The customer reported that the ventilator display is dark. The customer reported that the ventilator was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.